Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient complained of night sweat and felt feeble. The patient presented to the hospital for a implantable cardioverter defibrillator (ICD) check. Physician performed adjustments to device parameters and the patient symptoms released. It was also reported that approximately six months later the patient complained again of night sweat and felt feeble. The patient contacted customer service for consultation on whether the symptoms were caused by battery depletion and what action should the patient take to deal with the situation. The ICD remains in use. No patient complications have been reported as a result of this event.